Event description:
Surestep enhanced meter was prompting the 3 dashes and not powering on. The medical affairs specialist mailed a letter since the pt could not be reached. The pt reported that he decided to go to the ER since he was feeling tired and experiencing anxiety. No actions were taken prior to the ER that would affect his blood glucose levels. He was administered insulin intravenously. No blood glucose results were specified. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury and medical intervention due to the meter. It would have been helpful to know if the pt attempted to test prior to going to the ER, his medication regimen, testing frequency, and results obtained at the ER. The customer care rep verified that the battery was replacd less than 1 yr ago, the battery contacts were in good condition, and the battery was installed correctly. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it.